Manufacturer narrative:
Analysis of the cart 9733856 s7 staff assembled 110v (serial #: (B)(4)) found no failure, as it passed the work order. Analysis of the software 9735585 stealthstation cranial (unknown serial/lot #) found no failure. Per (B)(4), the patient was unable to be registered because imaging did not follow protocol. In addition, the system gave the triangle warning. This the intended behavior of the software and it was functioning as designed. Product event summary #s7 issues with registration. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intra-operatively of a cranial resection. It was reported that the system would not complete registration for cranial. Additional information was provided that the surgeon was unable to register the patient because imaging did not follow protocol. In addition, the system gave the triangle warning and it was ignored. Therefore, when the surgeon tried to register, they could not. No impact to patient and less than an hour delay reported.